Event description:
Reported 3 false positive sars result for one symptomatic patient. This report is to indicate one of the three false positive instances, and additional reports will be filed for the other instances (1 of 3). The customer communicated the result was confirmed negative by molecular (pcr testing).

Manufacturer narrative:
Investigation conclusion; tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause; cannot duplicate with retains. Source; email.